Manufacturer narrative:
The device has been discarded by the facility. As a result, a determination cannot be made at this time. If further info becomes available, gyrus acmi will continue the investigation and update the agency accordingly.

Event description:
During a laparoscopic supracervical hysterectomy, a 10 mm cutting forceps, a spatula, and a plasmasord were used in a 2 hour morcellation procedure. When the case was completed and the doctor was closing the port sites, she noticed that all 3 port sites had minor burns. The assistant was using a single tooth non-insulated grasper during morcellation. The burns were 360 degrees on all 3 ports. The plasmasord was in the lower lateral left side. The spatula was used for amputation and the single tooth was close to the plasmasord during activation. The burns were not severe enough to require treatment and there was no longer hospitalization required. Our territory mgr states that the sord was not moved from its original port site.